Manufacturer narrative:
The service tech confirmed the event and determined the device was overheating due to corrosion. The corrosion may cause friction leading to the heating of the motor. The device was repaired and returned to the customer.

Event description:
It was reported that the handpiece heated up. There was no procedural delay and no adverse consequences reported.